Event description:
Patient reported "tubing disconnected." Surgeon reported as noted on operative report "...found the breakage in the middle of the tube, which was the position, which was basically difficult to repair..." Operations performed: laparoscopic exploration with removal of the lap-band and attempt to reposition of new lap-band, which failed.